Event description:
Following a successful radiofrequency ablation (rfa) procedure performed on (B)(6) 2016, the patient reported a green discoloration of the treatment site in (B)(6) 2016. Upon inspection at the physician's facility, 20 cm area of the superficial greater saphenous vein (gsv) was noticed to be light brown color. Patient did not receive any treatment. Patient is doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.